Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. No air was seen in the device or in the patient, but it was suspected that air may have entered the patient during a catheter exchanged. A coronary angiography was performed and then the procedure was completed successfully. Further information regarding the patient's status was not yet provided. The sheath is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.